Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the reported events could not be conclusively determined through this evaluation. The account reported the patient presented to the clinic on (B)(6) 2019 for a follow-up visit with complaints of severe lethargy with poor appetite. On (B)(6) 2019, the patient had worsening altered mental status. A CT scan of the head was negative. On (B)(6) 2019 the patient and family agreed to comfort care. The lvad was turned off and the patient expired. The patient had a recent hospitalization for a hemothorax, rv failure, initiation of dobutamine, and bacteremia. The patient was discharged at the time on IV dobutamine and antibiotics with planned home physical therapy. Additional information communicated on 18nov2019 confirmed the pump was not explanted. The hm3 IFU lists bleeding, right heart failure, infection, and non-stroke related neurological events as adverse events that may be associated with the use of the hm3 lvas. The IFU outlines recommended anticoagulation therapy and inr ranges. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the subject presented to clinic for a follow up visit after recent hospitalization for hemothorax with vats procedure, right ventricular failure, initiation of dobutamine, and (B)(6) blood cultures for (B)(6). Patient was discharged on IV dobutamine, IV antibiotics and plans for home. Patient reported that they had felt terrible since being at home. The main complaint was sever lethargy. Patient could barely stay awake to the point where they were drooling on themselves. Also, patient continued to have poor appetite with early satiety so eating / drinking very little. Patient denied nausea, vomiting, chest pain, syncope, or falls. On (B)(6) 2019, patient had worsening ams during the afternoon. Patient was upgraded to the ICU. CT head with no acute findings, patient intubated. On (B)(6) 2019 patient and family wanted comfort care. Withdrawal initiated, lvad was turned off, patient died at 15:37. No further information was provided.